Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucos was 429 mg/dl. The patient treated via insulin pump bolus. Troubleshooting was declined since the customer did not have extra supplies on his person at the time of call. The insulin pump was not returned for analysis.